Manufacturer narrative:
This event has been treated in leventon (B)(4) as an incidence ((B)(4)). We were notified that one dosi-fuser unit had overinfusion during a 5-fu treatment on a patient, in the conditions and outcomes related. The defective unit was returned to us and submitted to tests, as well as units from retained samples of the same lot. The conclusion is that both, the defective unit as the reserve samples showed a tendency to a faster flowrate, but in all cases within specifications. Therefore, we consider that these deviations in time with regard the nominal one do not justify the advancement reported by the client. For instance, the defective unit shows a flow rate of 5.1ml/h. If the pump has been filed with the nominal volume, it is expected that 90% of the total volume takes 44 hours to be infused, not 24 hours as claimed by the patient. So, the final conclusion is that the unit could have been affected by any external factors that can speed up the infusion, such as: - solution viscosity, - solution temperature, - reservoir filled at nominal temperature, - height of reservoir with regard to the mid-axillary level.

Event description:
Patient received 5-fu (fluorouracil) for oncology treatment with a dosi-fuser elastomeric infusion pump (250ml and 4.7ml/h) for continuous IV administration over 46 hours. The pump purportedly infused the entire dose over 24 hours (according to patient version) to 30 hours (according to nurse version) resulting in increased patient toxicity. The patient was monitored for a few days to see if there were any adverse effects of the fast infusion. He experienced severe nausea and vomiting, and 7# weight loss, but after a couple of extra days he was purportedly ok.